Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was breached cut, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the patient had cardiac tamponade and pericardial effusion with the active fix atrial lead. It was further reported that the atrial lead exhibited increased thresholds. The lead was explanted and replaced with a passive fixation lead, and was damaged during the explant procedure. No further patient complications were reported as a result of this event.